Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported during site visit by bd representative that devices had battery failures. It was noted that about a year ago, the customer had general battery issues from their "newer" devices that were causing the patient care units (pcu) to not maintain battery life. They found that the devices were "not displaying the correct battery run time and shutting down without any warnings." In one case, a patient was being transported and it required 3 different pcu and pump module set-ups before they found one that could be used on the patient because the first 2 "shutdown almost immediately after being unplugged from the power outlet." This caused the hospital to replace all batteries in the pcus and they now follow the manufacturer's 2-year cycle of battery replacement wherein every 2 years, the batteries get replaced and the year in between they get conditioned. It was also reported that a number of pcus affected by "sudden pump shutdown events" reported by clinical staff as patient safety incidents at (B)(6): year 2020: seven; and year 2021: eighteen. The customer had indicated that no additional information will be provided and the devices will not be returned to the manufacturer for investigation. There was patient involvement but the information on patient impact is unknown.